Manufacturer narrative:
Follow-up # 1 ¿ (01/21/2015). The patient¿s meter has been returned on 1/8/2015 and evaluated by lifescan product analysis on 1/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reported that she first noticed the meter was reading inaccurately on (B)(6) 2014, when she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿297 mg/dl.¿ the patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine as a result of obtaining the alleged high result. She reported, on (B)(6) 2014, she ¿felt [she] had a stroke¿. She also reported, as a result of her symptoms, on (B)(6) 2014, the emergency medical services (ems) was contacted. She alleged at 11:00 am on (B)(6) 2014, she obtained a blood glucose result of ¿55 mg/dl¿ on the ems meter and she received treatment from a healthcare professional of glucose tablets/glucose gel to treat her symptoms. During troubleshooting the cca established that the patient¿s meter was set to the correct unit of measure. The cca also noted that the patient¿s test strips had been opened longer than the discard date, had expired or had been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high result on the subject meter, administered medication based on the result she obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.